Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was 275 mg/dl. Customers wife stated the blood glucose was running high in a range of 200 mg/dl -300 mg/dl. Customer's wife also stated that insulin pump received no delivery alarm. The device will not be returned for analysis.